Manufacturer narrative:
The customer's glidescope core 15-inch fhd monitor is not expected to be returned to verathon for evaluation, therefore the cause could not be determined. However, verathon followed up with the customer and they confirmed that the system was operating as intended and has been returned to service at the facility. Review of complaint history for the reported glidescope core15-inch fhd monitor serial number "(B)(6)" did not identify any previous complaints reported to verathon. Trending analysis for glidescope core fhd monitors does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, using a glidescope core 15-inch fhd monitor, the screen was freezing. No delay in procedure, use of a backup device, or harm to the patient was reported. Following the reported incident, the facility's biomedical engineering department reported being unable to recreate the reported freezing issue. However, they noted that the light source flickers with movement but then is steady. After turning off the dynamic light control setting, a nice picture was obtained with reduced flickering and video lag.